Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states she removed the batteries for two hours while she was at the lake and now she is not able to stop the alarm. Customer states there is also a crack across the entire display. Customer's blood glucose is 428 mg/dl. Customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a loose drive support disk during the prime test to a moisture damaged force sensor. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump had minor scratches on the display window.